Event description:
It was reported that during a bariatric sleeve procedure, per the surgeon, everything was out of the stomach. Using a black cartridge on the first firing everything went well. Using a green cartridge on the second firing; everything went well. Using a gold cartridge on the third firing the device did not fire properly. There was bleeding and the cut line was complete but there were staples missing in a certain area where there was a hole. A second device was opened and the surgeon fired for a fourth time using a gold cartridge; the tissue was cut but did not staple. A third device was opened and surgeon fired for a fifth time using a gold cartridge and this firing was good. The surgeon fired the device for a sixth time using a gold cartridge and the tissue was bunched up in the stapler after the firing. The staples were malformed and on top of each other and appeared to be deployed all over the bunched up tissue. The surgeon did not comment on the appearance of the cut line. A manual long60a was opened for the seventh and eighth firings using blue cartridges (ecr60b). These two firings went well. The patient was started on antibiotics and a pump. The amount of blood loss is unknown, but the patient did not require a blood transfusion. Per the surgeon, the patient had normal tissue. This patient is still in the hospital and is stable.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The batch record was reviewed and no anomalies were noted during the manufacturing process.